Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing pain at the location of the pacemaker when the device paced the ventricular. The patient also reported chest pressure and has t wave changes. An echo was performed which showed a pericardial effusion. Both leads were repositioned and remain in use. The device remains in use. No further patient complications were reported as a result of this event.